Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and damaged battery compartment threads. The keypad cover was missing. This report is made based on results of the investigation performed on 06/06/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: a battery compartment crack was observed. The battery compartment threads were damaged. The keypad was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).